Manufacturer narrative:
Additional information was received that the display was found blank, however, both mechanical and manual ventilation were available. Upon replacing the lcd display, the failure was resolved. The reported complaint will be noted during preuse testing, as contained in the user manual. Unit continues to ventilate and alarms remain functional. H3 other text: additional information was received that the display was found blank, however, both mechanical and manual ventilation were available. Upon replacing the lcd display, the failure was resolved. The reported complaint will be noted during preuse testing, as contained in the user manual. Unit continues to ventilate and alarms remain functional.

Event description:
The hospital reported a malfunction during pre-use checkout resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.